Event description:
Same case as MFR#: 2134265-2010-03127, 2134265-2010-03126. It was reported that during a nephro ureteral stent placement procedure stent and catheter damage occurred. When the physician went to deploy the I/e-8/24 they pulled on the suture and the suture "cut through the catheter and sliced the stent". They tried this two more times with the same type and size of device and the same thing occurred. No parts of the device were left inside the patient. The procedure was completed with another of the same device the patient status is listed as "fine" with no complications reported.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR#: 2134265-2010-03127, 2134265-2010-03126. It was reported that during a nephro ureteral stent placement procedure stent and catheter damage occurred. When the physician went to deploy the I/e-8/24 they pulled on the suture and the suture "cut through the catheter and sliced the stent". They tried this two more times with the same type and size of device and the same thing occurred. No parts of the device were left inside the patient. The procedure was completed with another of the same device the patient status is listed as "fine" with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: residue was present on the device to indicate use. From a visual evaluation, it was found that the nephroureteral stent was torn/ ripped along the heatshrink and working length distal to heatshrink. The original product pouch did not have any tear/ cuts indicating the tear on the catheter was not due to handling damage during shipping/ unpacking. Examining the torn/ ripped section of the nephroureteral stent, it appears that the suture cut through the working length. The length of the tear measured approximately 9 cm. The device was not broken in two. Though the stent was torn/ripped, it was likely due to the suture/excess force during tightening and not due to material degradation or wall thickness. The inner diameter and outer diameter were measured and found to be with in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).